Event description:
(B)(4). Heavy bleeding for the first 2-3 days of my menstruation, can barely keep concentration from day to say, wake up in pain daily, constantly tired, drained mentally and emotionally, ugh.

Event description:
(B)(4). Got essure and its been hell every since! I experience headaches, moodiness, fatigue, depression on and off, etc.